Event description:
Dr., facility alleges pt had a reaction to the dialyzer. Pt complained of backpain, high bp. Dialyzer was changed and pt's symptoms subsided. No further complications were reported.